Event description:
The customer reported water underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump also had a corroded motor home switch.